Manufacturer narrative:
The lot number could not be specified by the initial reporter. The product said to be involved was returned in an open pouch having the following lot number. W3243292; MFR date: 01/25/2013; expiration date: 01/25/2016. Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. A slight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was within the appropriate manufacturing specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number info was not provided in the report. The device history record for lot number w3243292 was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the "catch" or increase in resistance felt upon closing the clip can lead to add'l resistance at the handle which can cause the drive wire to detach from the handle spool. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record number w3243292 returned with this device confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive wire disconnection. This product was manufactured prior to implementation of this corrective action. The likelihood of occurrence is considered rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure, a cook instinct endoscopic hemoclip was used in the colon to treat a post polypectomy defect that was estimated to be 4-5mm. Upon extending the clipping device out of the end of the endoscope, the clip had difficulty opening and could not be closed onto the tissue site. Another clip was used to complete the procedure. Our eval of the returned device confirmed the drive wire disconnected from the handle assembly. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.